Manufacturer narrative:
Patient weight not made available from the site. The site representative, stealth coordinator, noted that the site has used the system for successful biopsy procedures subsequent to this procedure. On 01/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, stealth coordinator, reported that while in a cranial biopsy procedure, the surgeon alleged an inaccuracy. The surgeon performed a successful tracer registration and verified accuracy afterward. The surgeon then verified accuracy multiple times throughout the change-over to a sterile field and before navigating. The site representative stated that they then locked trajectory, set the tip-stop point on the biopsy needle, and instruments were tracking normally. They confirmed accuracy after the procedure was completed. The pathology report they received after the procedure indicated that it was not tumorous tissue. The surgeon looked at the exams after the procedure and deened that they were 9 millimeters inferior to where they thought they were. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.